Manufacturer narrative:
Block b3: corrected date of event from (B)(6) 2019 to (B)(6) 2018. Block b5: corrected approximate months from 17 months to 5 months.

Event description:
Approximately 5 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
Block b5: corrected approximate months from 5 months to 17 months. H3 other text : placeholder.

Event description:
Approximately 17 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the study, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date report source: foreign- (B)(6)/ study name: (B)(6): patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on 01/15/2018, a stellarex catheter was used to treat the target lesion of the left popliteal, p2 and p3. Approximately 5 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on 06/18/2019.